Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level above 400 (mg/dl). Correction boluses, an injection and the cartridge/infusion set were changed to address bg levels. Due to the occlusion occurring in the past and supplies being changed, troubleshooting to determine the source of the occlusion was unable to be performed.